Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but no received to date. (B)(4).

Event description:
A surgeon reported that when changing from phaco handpiece to irrigation handpiece a sys message was displayed. The sys didn't build up a good pressure level. The event occurred during the phaco phase. The surgeon also reported that he assumed that the sys measured a higher pressure internally than the actual level in the eye at the time of event. The surgeon reported that to solve this issue he increased the pressure. There was no pt impact. Additional info was received from the surgeon who reported that the sys message occurred with the cassette and could not be reset. Additional info was received from the surgeon who reported that the sys message was displayed after connecting the bimanual handpieces. He also reported that the pt was not hospitalized due to the event, there were no medication/therapies in use and there was not any unplanned med or surgical intervention. Additional info has been requested but to date has not been received.